Manufacturer narrative:
Investigation conclusion: a direct correlation between the reported event and the observed thrombus could not conclusively be determined through this evaluation. Thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). The pump was returned assembled with the driveline (dl) cut 2.5¿ from the pump housing and the distal portion of the driveline was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft was returned attached to the pump¿s outlet elbow. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief and bend relief collar were not returned. Upon disassembly of (B)(4), a red, ring-like deposition was found surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while (B)(4) was supporting the patient. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year and 9 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient suffered a hemorrhagic stroke after the heartmate ii implant surgery, and did not recover. A few days before the patient passed it was reported that the patient experience frequent ventricular tachycardia verotoxin (vt) and ventricular fibrillation (vf) the direct cause of death is not clear; however, the patient took the natural course to the end and expired on (B)(6) 2019. No additional information was provided.